Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had squirts insulin when priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had couple of hairline cracked on casing, back light diminished and louder during rewound. The insulin pump will not be returned for analysis.